Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported a no delivery alarm while giving a bolus. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. The customer¿s current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis. ; however, the infusion set will be returned for analysis.